Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch mini meter was reading inaccurate erratically high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2017 at 10:30am. The patient reported that she obtained alleged blood glucose results of ¿341, 218 and 600mg/dl¿ on the subject meter. Performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with insulin and reported taking 55 units of lantus and 15 units of humalog in response to the alleged product issue. The patient stated that 10 minutes after the alleged product issue began she developed the symptom of ¿shaking, sweating, numbness in finger tips and light headed¿. On (B)(6) 2017 in the afternoon. The patient made a visit to her doctor and was advised by an hcp to take food and/or drink. During the visit, she obtained a blood glucose result of 122mg/dl on the doctor¿s meter. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The reporter confirmed that the test strip vial was not cracked or broken and the test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate erratically high results obtained with the subject meter.